Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, consistent with a key or button not working on the device¿s switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a nonresponsive button, localized to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.